Event description:
It was reported that the customer had a large air bubble in the reservoir. Customer's wife stated that she filled a new reservoir with insulin and she noticed a large air bubble about 2 times the size of a champagne bubble in the reservoir. Customer's blood glucose level was 214 mg/dl. Customer's wife connected the reservoir to a new set and placed the plunger back on the reservoir to attempt a plunger push. Customer stated that she is getting a lot of resistance with the plunger push. Troubleshooting was performed and after running the fill cannula for the second time, the air bubble was no longer visible. Customer's wife was advised to avoid storing the insulin in the fridge and to keep it at room temperature. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.